Event description:
Customer reports a heated wire on the inside of the circuit melted through the plastic and adhered/melted onto the bedding. No patient injury or medical intervention occurred. No additional information is available.

Manufacturer narrative:
(B)(4): the sample has been returned for evaluation. Upon completion of carefusion's investigation, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4) evaluation summary: one sample was received for evaluation. Upon visual inspection it was it was noticed that the tube (clear) was melted. All documentation of internal manufacturing device history records were carefully reviewed for the lot reported, and no issues were found that could result in the reported condition. During sample evaluation the wire (heat) was found to be within specifications. The melting of the tubing could be caused if the temperature of the humidifier is not properly set up during product use causing an over heat of the wire. A definitive root cause unfortunately could not be determined at this time. However, warnings in the product labeling of the circuit indicates the following: cautions: do not use this circuit where gas temperature at the outlet of the humidifier exceeds 154 degrees fahrenheit/ 68 degrees celsius. Do not use heated wire circuit without gas flow. Do not place material on or around the heated wire tubing. Warnings: avoid contact with patient skin. Do not stretch or 'milk' the tubing. Do not soak, rinse, wash or sterilize this product. These investigation results have been provided to the customer.